Manufacturer narrative:
Device evaluated by manufacturer: "yes" should have been selected. Why not evaluated: "device problem already known, no evaluation necessary (04)" should have been selected.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg failed to establish communication with external devices post an unrelated procedure. Troubleshooting was tried to no avail. Surgical intervention may occur later to address the issue.

Event description:
Additional information was received that surgical intervention occurred during which the ipg was explanted and replaced. Post-operatively, therapy was established.